Manufacturer narrative:
The product has been requested for investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An low readings issue was reported with use of the adc device. Customer received 60 mg/dl lower reader results and experienced headache, anxiety, pale lips, and a loss of consciousness. Customer was unable to self-treat and was treated with "a glass of syrup and 2 madeline cookies" by their mother. Customer was then taken to the hospital where a capillary reading of 69 mg/dl was taken on a health care provider reader. Customer was also given "a sweet yogurt, a sweet compote, and a madeleine cookie"by a health care provider. No further treatment was required. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. The dhrs (device history review) for the freestyle optium neo meter was reviewed and the dhrs showed the freestyle optium neo meter passed all tests prior to release. The dhrs (device history review) for the precision strips was reviewed and the dhrs showed the precision strips passed all tests prior to release. Retain testing was performed for precision strips , and all units performed in specification and passed. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An low readings issue was reported with use of the adc device. Customer received 60 mg/dl lower reader results and experienced headache, anxiety, pale lips, and a loss of consciousness. Customer was unable to self-treat and was treated with "a glass of syrup and 2 madeline cookies" by their mother. Customer was then taken to the hospital where a capillary reading of 69 mg/dl was taken on a health care provider reader. Customer was also given "a sweet yogurt, a sweet compote, and a madeleine cookie"by a health care provider. No further treatment was required. There was no report of death or permanent impairment associated with this event.

Event description:
An low readings issue was reported with use of the adc device. Customer received 60 mg/dl lower reader results and experienced headache, anxiety, pale lips, and a loss of consciousness. Customer was unable to self-treat and was treated with "a glass of syrup and 2 madeline cookies" by their mother. Customer was then taken to the hospital where a capillary reading of 69 mg/dl was taken on a health care provider reader. Customer was also given "a sweet yogurt, a sweet compote, and a madeleine cookie"by a health care provider. No further treatment was required. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6). Has been returned and investigated with returned test strips. Visual investigation has been performed on the returned reader and returned test strips. No issues were observed. Blood testing was performed and all results were within the range specification. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The returned meter was investigated with retained test strips and a known-good retained battery. Visual inspection has been performed on the returned meter and no issues were observed. Visual inspection has been performed on the returned strips and no issues were observed. Meter powered on with button depression and strip insertion. Control solution testing has been performed and all results were within range specification. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An low readings issue was reported with use of the adc device. Customer received 60 mg/dl lower reader results and experienced headache, anxiety, pale lips, and a loss of consciousness. Customer was unable to self-treat and was treated with "a glass of syrup and 2 madeline cookies" by their mother. Customer was then taken to the hospital where a capillary reading of 69 mg/dl was taken on a health care provider reader. Customer was also given "a sweet yogurt, a sweet compote, and a madeleine cookie"by a health care provider. No further treatment was required. There was no report of death or permanent impairment associated with this event.